Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Please note that a second lot was noted in the complaint: lot#: v080083a; exp. Date: 02/28/2010; manufactured: 01/2008. Both batch records, including sterility testing records, were reviewed and did not reveal any issues with the alleged product lots.

Event description:
The patient was injected in the nasolabial folds, glabellar crease and acne scars. The patient allegedly developed swelling and redness at all injection sites. The patient was treated with steroids and antibiotics, namely augmentin and suptran.